Event description:
Additional information was received indicating that the device was reprogrammed to resolve the majority of the undersensing events. The patient was stable.

Event description:
During a remote follow-up, there were false pause episodes due to undersensing noted on the device. Device reprogramming is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.